Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the device was returned with a reload still attached. The reload was forcefully removed from the adapter. The unload button of the adapter could not be depressed. The adapter was disassembled by removing the body halves and backbone plates in order to check if the artic housing was advanced. It was noted that the artic housing was advanced and the articulation screw was bent. Functional testing of the device revealed that the adapter was unable to calibrate. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent articulation screw can be achieved by inserting the manual retract tool into the trilobe shaft marked with a square. The tool was turned counterclockwise. This is the incorrect trilobe shaft and direction. This extended the articulation housing to its hard stop. Excessive force was applied once the articulation housing reached its hard stop bending the articulation screw. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pneumonectomy procedure. The powered stapling device was being used for stapling the pulmonary aorta. The reload fired across the pulmonary aorta but would not return. Took the battery out and put it back in, but the jaws were still stuck shut. In order to resolve the issue and complete the case, used the manual retraction tool to open the jaws. The incision was extended by more than one inch due to the product problem. The surgical time was extended by thirty minutes or more due to the product problem. After, the reload would not come off of the adapter. The unlock button would not go back to unload the reload.